Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause of a ?no disposable-pump won't run" alarm is the dso sensor. The most probable cause for air visible in line is the disposable; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited an over infusion and a "no disposable pump won't run" alarm. Clamped tubing and removed cassette. Green flow stop noted. Patient stated air bubbles are present in tubing of cassette. Massaged tubing and gently tapped cassette on hard surface. Reattached cassette, unclamped tubing, alarm persists. Per reporter the cassette appears to be empty. Rate 1.5ml per hour. Res volume 12.3ml, given 127.75ml. No adverse patient effects were reported by the customer.